Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, position, anchor, size and seal (pass) criteria was met, and the closure device was released. Immediately after release, transesophageal echocardiogram (tee) revealed that the closure device had embolized. The patient's blood pressure dropped, and the closure device could be seen in the mitral valve. Attempts were made to retrieve the closure device across the septum, but the device moved to the left ventricle outflow tract (lvot) beneath the aortic valve. The patient became unstable, and cardiopulmonary resuscitation (CPR) was commenced. The patient was placed on extracorporeal membrane oxygenation (ECMO) support and stabilized. A non-bsc 18 fr sheath was placed in the ascending aorta and the closure device was collapsed and retrieved using a non-bsc grasping device. The patient was taken to the intensive care unit (ICU) and placed on a ventricular assistance device. The patient received a transcatheter aortic valve replacement (tavr) the next day due to a compromised leaflet that occurred during the retrieval process.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H1: type of reportable event update to death. H6: patient code added. H6: impact code added.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, position, anchor, size and seal (pass) criteria was met, and the closure device was released. Immediately after release, transesophageal echocardiogram (tee) revealed that the closure device had embolized. The patient's blood pressure dropped, and the closure device could be seen in the mitral valve. Attempts were made to retrieve the closure device across the septum, but the device moved to the left ventricle outflow tract (lvot) beneath the aortic valve. The patient became unstable, and cardiopulmonary resuscitation (CPR) was commenced. The patient was placed on extracorporeal membrane oxygenation (ECMO) support and stabilized. A non-bsc 18 fr sheath was placed in the ascending aorta and the closure device was collapsed and retrieved using a non-bsc grasping device. The patient was taken to the intensive care unit (ICU) and placed on a ventricular assistance device. The patient received a transcatheter aortic valve replacement (tavr) the next day due to a compromised leaflet that occurred during the retrieval process. It was further reported that the patient suffered a stroke post tavr procedure and was subsequently placed on life support. The patient was removed from life support and passed away in the hospital on (B)(6) 2024.